Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis showed an eri date of 24 apr 2014.

Event description:
It was reported that the device only lasted four years. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2010; 694758 lead, implanted: (B)(6) 2010. (B)(4).